Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due lab evaluation completion on 01-nov-2021 lab evaluation complete 01-nov-2021: break 3.5cm from tapered end.

Manufacturer narrative:
Device evaluation: 1 x clso-8.5-11 device of lot c1800295 was returned opened in original packaging to cirl for lab evaluation. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01 nov 2021. The breakage was noted 3.5cm from the tapered end. The device passed the functional testing by passing the 0,035'' wire guide through the stent . Document review including IFU review: prior to distribution clso-8.5-11 devices are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-8.5-11 of lot number c1800295 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1800295. As per the instructions for use, ifu0045-7, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Also, the user is instructed by the instructions for use ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. The manufacturing input has confirmed that with the inspection steps in place, it is less likely that the stent break happened in cook ireland. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused the stent to break. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
User opened the package and found out the stent broken. No use on patient. This observation was made prior to patient contact. 1.does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Observation prior to patient contact 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Under collection. 3. Was the device at the centre of the complaint inspected for damage prior to use? Yes. User opened the package and found out the issue. 4. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. 5. Did the patient require any additional procedures as a result of this event? No. 6. What intervention (if any) was required? N/a. 7. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 8. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.